Event description:
The account reported the bed was tagged as the bed exit not functioning. The bed was located in the shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The account stated the issue was the bed exit would not alarm when the pt exited the bed. The account found the issue was due to user error. The scale was being zeroed after the pt was put into the bed.